Event description:
A discordant low advia centaur xp afp result was reported by the customer on a patient sample. The physician questioned the low result and the patient was redrawn and the afp test repeated. The redrawn patient test result was high. Repeat testing was performed on the original patient sample and the result was high. The customer states that the reported low result was due to a transcription error. Patient treatment was not prescribed or altered. There was no report of adverse health consequences, due to the reported low discordant afp result.

Manufacturer narrative:
The cause for the discordant afp result was due to a customer transcription error. A siemens field service engineer (fse) was sent to the customer site, due to other customer concerns with auto dilution results. The fse performed a system maintenance, replaced all four aspirate wash guides and adjusted the aspiration probe depth position. No further evaluation of the device is required.